Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.